Manufacturer narrative:
2 of 5 reports. Device is not available to manufacturer.

Event description:
It was reported that post clinical trial procedure to treat a 4.7mm saccular aneurysm in the left internal carotid artery-ophthalmic (c6 segment), the patient had altered mental status and lethargy. The site reported this event to be due to post anesthesia effects as procedure was completed successfully. Imaging done showed no acute cranial processes but there were chronic changes indicative of mild small vessel ischemic disease of indeterminate age. The patient also had bradycardia as low as 49, which resolved without treatment. Cec adjudicated a possible relation of the altered mental status and lethargy to the flow diverter, and relation of the bradycardia to the subject long sheath, guide wire, catheter and microcatheter to the event. No other information is currently available.

Event description:
It was reported that post clinical trial procedure to treat a 4.7mm saccular aneurysm in the left internal carotid artery-ophthalmic (c6 segment), the patient had altered mental status and lethargy. The site reported this event to be due to post anesthesia effects as procedure was completed successfully. Imaging done showed no acute cranial processes but there were chronic changes indicative of mild small vessel ischemic disease of indeterminate age. The patient also had bradycardia as low as 49, which resolved without treatment. Cec adjudicated a possible relation of the altered mental status and lethargy to the flow diverter, and relation of the bradycardia to the subject long sheath, guide wire, catheter and microcatheter to the event. No other information is currently available.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient neurological deficit' and 'patient complications' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.